Manufacturer narrative:
Date of birth: (B)(6) 1937. Date of event: (B)(6) 2014. As of march 6th 2014, at the patient's latest doctor visit, she has not recovered from the increased iop, (intraocular pressure). Serial #: (B)(4). Expiration date: 04/14/2014. If explanted, give date: (B)(6) 2014. Device available for evaluation?: yes, returned to manufacturer on: 04/07/2014. Device evaluated by manufacturer?: no. Device evaluation anticipated, but not yet begun. Device manufacture date: 05/14/2012. A review of the manufacturing records was performed. The review and historical review confirmed no non-conformances were found during this investigation. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
On (B)(6) 2014, it was reported that the patient is now recovered from the event of increased intraocular pressure. On (B)(6) 2014, it was reported that the serial number of the new replaced shunt is (B)(4). The shunt was returned for product evaluation. Visual inspection with the unaided eye showed that the shunt was delivered in a petri dish in a zip lock bag. The visual inspection shows the sample can be identified as baerveldt glaucoma implant type model bg103-250. Visual inspection using a microscope at 12x magnification was done while the sample was in the petri dish. The sample was not removed but remained in the petri dish. The shunt was contaminated and it can be seen that the tube was broken. Further investigation was not possible due to the condition of the returned sample. Conclusion: visual inspection of the return sample was that it was received contaminated and damaged. The provided information does not indicate any relationship with the design or manufacturing of the device. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that a baerveldt shunt was required to be explanted in a secondary procedure owing to raised intraocular pressure (iop). It was further stated that as the patient's iop increased, the physician tried to change the position of the plate. During this second surgery, the tube broke from where a slit was made. The patient's condition of conjunctiva is stated to be fragile. On (B)(6) 2014, the patient was reported to be in a stable condition. The physician stated that the device did not malfunction. The explant date has not been provided. The serial number of the shunt has not been provided. Therefore, the date of manufacture and expiration date cannot be determined. No further information has been provided.

Manufacturer narrative:
(B)(4). Explant of baerveldt shunt. All pertinent information available to abbott medical optics has been submitted. Placeholder.